Event description:
Following predilatation with a 2.5 x 15 balloon, the cypher sds was delivered to the lesion, but could not cross the distal portion of the target lesion. Therefore, the physician tried to remove the cypher in order to perform additional pre-dilation, but felt strong resistance, and the cypher was stuck. Eventually, the physician retrieved the cypher and confirmed that the proximal portion of the stent was flared. To finish the procedure, pre-dilation with a balloon catheter was conducted and a new cypher was implanted at the target lesion. The procedure was finished successfully. There was no pt injury reported. The target lesion was the distal circumflex artery. The lesion was de novo and highly calcified, but was not tortuous. There was 99% stenosis. A femoral approach was chosen. The product has been returned for evaluation and testing: however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the us, but is similar to us distributed stent delivery systems.